Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they sensor anomaly. Customer's blood glucose was 26 mmol/l. The customer took insulin and now the blood glucose was 20 mg/dl. The customer stated that sensor glucose shows low and blood glucose is stable. The customer was advised and discussed how to calibrate and how to check isig. The customer was advised that we will send replacement.